Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system with a dexcom g7 sensor, with cgm readings up to 261 mg/dl and confirmatory fingerstick values lower but elevated, and the user subsequently replaced the infusion site and confirmed insulin delivery had resumed with stabilization of blood glucose. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and resolution with troubleshooting and education. Investigation included troubleshooting with site change, tubing check with observed drops, and sensor calibration guidance. Investigation of this case revealed hyperglycemia of unclear cause with evidence of insulin delivery resuming after site replacement, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.